Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he inserted a new sensor and received a lost sensor alert, weak signal and sensor error alert. The customer's blood glucose was 46 mg/dl. Troubleshooting was done; the customer removed the sensor and found the cannula was bent.